Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had not been feeling well for over a year. The patient was checked and it was observed that the leads have overlapped each other and the patient's ejection fraction went from 40% to 20%. There was no further information provided on this event. To date, the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.